Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch select meter was giving the error 2 error message during testing. The patient did not suffer an adverse event due to the reported meter. This complaint is being ruled out as reportable based on the following conclusion: on (B)(6) 2013 the patient obtained the error message error 2 upon test strip insertion with the reported meter; she did not obtain a blood glucose reading. After the use of the meter, the patient took her usual doses of lantus insulin 50 units and novolog insulin on a sliding scale. Thirty minutes afterwards, the patient experienced the symptom of loss of bodily control. Emergency services were contacted, and the patient was treated with a glucagon injection. Troubleshooting revealed the test strips and the patient's testing technique were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case has passed all testing with no faults found. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter issue occurred and she was not able to test her blood glucose level, and she received emergency medical attention and treatment with glucagon. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case has passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.